Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/30/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and no damage or peeling was found with the keypad. Investigation revealed that the ¿up¿ and ¿down¿ buttons were responding intermittently while the ¿ok¿ and contrast buttons were responding properly. Upon removal of the keypad, contamination was found under the ¿ok¿, ¿up¿ and ¿down¿ button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down arrows on their device's keypad were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.